Manufacturer narrative:
(B)(4) clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-00984 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00985 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not close and lock onto the tissue and would not release from the catheter to deploy. A second clip was opened; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found the clip assembly detached from the bushing but still attached to the control wire via the tension breaker and the yoke. The prongs could not be opened; however, the clip could be deployed. There was a kink noticed in the control wire. The prongs were noted not locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-00984 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00985 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not close and lock onto the tissue and would not release from the catheter to deploy. A second clip was opened; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.